Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, immediate implantation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, mobility. Implant was not long enough.